Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, after modeling, the mapping catheter was withdrawn and the paddle of the catheter was found to be fractured. The catheter had not been entangled with other conduits beforehand. Upon removing the catheter after mapping, resistance was noted. The ablation catheter and coronary sinus catheter were inserted in the heart at the time as well. However, both the mapping system and angiography showed no issue or entanglement. The procedure was completed by replacing the catheter with no adverse consequences. Prior to use there was no damage noted on the catheter. It was noted that a straightener was not used, which goes against the device instructions for use.